Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant instruction related to detection of this issue in chapter 3, section 3.2: preparation and inspection of the endoscope: 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities." Investigation found that the peeling was likely caused by stress of repeated use, external factors or handling. However, the root cause could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to reported finding in b5, the device evaluation found that the water tightness was lost due to a cut on the connecting tube, the bending angle in up direction did not meet the standard value due to wear of angle wire, the image was foggy due to damage on the objective lens, and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, fiberscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that the coating of the connecting tube was peeling. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.